Event description:
The cement set up too fast. Two doses were used. The surgeon prepared the mixture normally. When he tried to get the stem down the femur, the stem would not go in and stayed above by half of its size. The cement got hard within 4 and 5 min instead of 11 minutes. The surgery was prolonged by 4 hours. The surgeon then did a revision surgery in order to withdraw the stem. The surgeon then did a femorotomy and the surgery was prolonged by 4 hours. Four days after the surgery the femur on the stem broke. Another surgery was neccessary and a plate was put in place in order to reduce the fracture. A few weeks after the 2nd surgery, the pt has an infection on the plate.